Event description:
The lead impedance measurements for the bipolar pairs were 4000-5000 ohms. It was unclear if the pt received therapeutic benefits. Her neurostimulator was going to be checked and pt was to be monitored to see if she was receiving benefit on that side. Additional info received confirmed the pt was receiving good therapy. The current impedance measurements were normal. Additional info has been requested.

Manufacturer narrative:
(B)(4).